Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 600 mg/dl with a large level of ketones. Per the contact, the ketone level was considered as dangerous. The customer has reverted to insulin injections to manage diabetes. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.